Event description:
It was reported that the pump would request a minimum of 50 units during the load process and with multiple cartridges. There was no impact to the customers blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.